Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 9 years and 8 months post implant of this 25mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.